Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.

Event description:
It was reported the device was used in a laparoscopic cholecystectomy. It was reported the clips fell off of the duct when applied. Another device was used to complete the case. The instrument was not saved.